Event description:
This spontaneous report was received on (B)(4)-2012 from a consumer (age and gender unspecified) reporting on self from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush fresh breath full med 1s for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, while using, the handle of the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4)-2012 for a device product that is considered same/similar to a us marketed device (reach max fresh and clean full medium). This closes out this report unless additional follow up information is received.)